Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with 450cc smooth mentor memorygel breast implants has experienced postoperative bilateral ruptures. The ruptures were discovered by ultrasound. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On 20-dec-2019, mentor completed the investigation on the suspect medical device. Device manufacture date has been updated to 24-aug-2005 per manufacturing record evaluation (mre). Device evaluation summary: according to the information, it was reported that the patient experience rupture on the breast implant. During evaluation the sample was found ruptured. Also a crease was found in the edges of the tear. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).